Manufacturer narrative:
E1-facility name: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope malfunctioned and noticed the universal cord (uc) was broken. The issue happened prior to a therapeutic laparoscopy. There was no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation the device was returned to olympus for inspection and the reported failure was confirmed distal end of insertion tube. In addition, the following reportable malfunctions were identified during the device evaluation: bundle of distal end worn. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to component failure along with distal end of insertion tube, main body and universal cable a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.